Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide was removed and a second proglide device was used with the same results. Hemostasis was achieved using a non-abbott device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Only the plunger with the anterior cuff and link still engaged to the anterior needle tip were returned for this incident. The body of the device, posterior cuff, monofilament and needle tip were not returned. Evaluation of the returned components found the link was broken at the posterior cuff. The link connects the anterior needle to the suture; if the link breaks from the cuff, the suture will not be present during plunger withdrawal and can appear very similar to a cuff miss. During step #3 (suture retrieval) the suture is harvested and pulled through the suture bearing and anterior needle guide; resistance at this point of deployment can cause the link to detach or break. A link break can be influenced by many factors, including, but not limited to manufacturing, excessive tension during plunger retraction by aggressively removing the plunger and excessive force can be caused by high friction against the suture due to challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). A review of the finished device lot history records and a query of the complaint-handling database could not be preformed because no lot number was provided. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device is being reported under a separate medwatch report numbers.